Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2023, normal delivery (live child), parity 4 and multi gravida on (B)(6) 2023, abdominal pain on (B)(6) 2022, ovarian cyst on (B)(6) 2022, dysmenorrhea in (B)(6) 2018, uterine fibroid and uterus enlarged in (B)(6) 2017 and obesity. Concurrent conditions were listed as menometrorrhagia since (B)(6) 2023 and pelvic pain since (B)(6) 2023. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2657 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (roboxtic assisted total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: 1 essure rings seen protruding from ostia into uterine cavity on left 4 essure rings seen protruding forn ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.98 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: clinical history post essure test technologist notes comparison none findings scout image demonstrates bilateral essure devices with in the pelvis. . There is nonfilling of the fallopian tubes beyond the essure devices, consistent with occlusion bilaterally. Impression occlusion of the bilateral fallopian tubes by essure devices. [Pathology test] on (B)(6) 2023: final diagnoses: uterus cervix bilateral fallopian tubes hysterectomy and bilateral salpingectomy: uterus 271 g, with cervical nabothian cysts, benign endometrium and adenomyosis cross section of 2 benign fallopian tubes with paratubal cysts. Specimens: uterus, cervix and bilateral fallopian tubes [ultrasound pelvis] on (B)(6) 2022: findings uterus size: the myometrium is heterogeneous masses none endametnal thickness mrn bilateral essure devices are noted impression enlarged uterus with heterogeneous myometrium suspicious for adenomyoss [ultrasound scan] on (B)(6) 2022: findings: uterus and adnexa: uterus is enlarged. A hypodenslty measuring 10 mm (2,94) in the cervix is consistent with a nabothian cyst and also visible on prior ultrasound, asyrmrietdc fullness along leftsided vaginal was near peritoneum, is unchanged since (B)(6) 2006. Bilateral essure devices are present. . Impression. 1. No renal stone or hydronephrosis identified. 2. The uterus is enlarged, sirniiar prior studies [ultrasound scan vagina] on (B)(6) 2017: clinical history general surgery wants her treated for fibroids. Can be look to see if patient has them, and how big they are comparison (B)(6) 2012 findings bilatera! Essure devices are incidentally noted impression mildly enlarged uterus without focal abnormalities. Bilateral essure devices are incidentally noted. [Urogram] on (B)(6) 2022: uterus and adnexa: CT is suboptimal the uterus is enlarged, similar the prior study there 14 cm nabothian cyst of the cervix present. Bilateral essure devices are present. Impression no stone, renal mass, or urothelial lesion seen to explain hematuria. According to bayer qa, the lot number d25925is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. D25925) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2023, normal delivery (live child), parity 4 and multi gravida on (B)(6) 2023, abdominal pain on (B)(6) 2022, ovarian cyst on (B)(6) 2022, dysmenorrhea in 2018, uterine fibroid and uterus enlarged in 2017 and obesity. Concurrent conditions were listed as menometrorrhagia since (B)(6) 2023 and pelvic pain since (B)(6) 2023. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2657 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (roboxtic assisted total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: 1 essure rings seen protruding from ostia into uterine cavity on left 4 essure rings seen protruding forn ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.98 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: clinical history post essure test technologist notes comparison none findings scout image demonstrates bilateral essure devices with in the pelvis. . There is nonfilling of the fallopian tubes beyond the essure devices, consistent with occlusion bilaterally. Impression occlusion of the bilateral fallopian tubes by essure devices. [Pathology test] on (B)(6) 2023: final diagnoses: uterus cervix bilateral fallopian tubes hysterectomy and bilateral salpingectomy: uterus 271 g, with cervical nabothian cysts, benign endometrium and adenomyosis cross section of 2 benign fallopian tubes with paratubal cysts. Specimens: uterus, cervix and bilateral fallopian tubes [ultrasound pelvis] on (B)(6) 2022: findings uterus size: the myometrium is heterogeneous masses none endametnal thickness mrn bilateral essure devices are noted impression enlarged uterus with heterogeneous myometrium suspicious for adenomyoss [ultrasound scan] on (B)(6) 2022: findings: uterus and adnexa: uterus is enlarged. A hypodenslty measuring 10 mm (2,94) in the cervix is consistent with a nabothian cyst and also visible on prior ultrasound, asyrmrietdc fullness along leftsided vaginal was near peritoneum, is unchanged since (B)(6) 2006. Bilateral essure devices are present. Impression. 1. No renal stone or hvdronephrosis identified. 2. The uterus is enlarged, sirniiar prior studies [ultrasound scan vagina] on (B)(6) 2017: clinical history general surgery wants her treated for fibroids. Can be look to see if patient has them, and how big they are comparison (B)(6) 2012 findings bilatera! Essure devices are incidentally noted impression mildly enlarged uterus without focal abnormalities. Bilateral essure devices are incidentally noted. [Urogram] on (B)(6) 2022: uterus and adnexa: CT is suboptimal the uterus is enlarged, similar the prior study there 14 cm nabothian cyst of the cervix present. Bilateral essure devices are present. Impression no stone, renal mass, or urothelial lesion seen to explain hematuria. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.